Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms, the customer's blood glucose (bg) for the past occlusions was not reported. After the most recent occlusion, the customer's bg was 261 mg/dl and a correction bolus was delivered to address the bg level. Tandem was unable to determine a possible cause of the past occlusions. A system check was performed using the current supplies on the pump and the occlusion appeared to be related to the infusion set site. However, the customer reported that humalog insulin was being used in the cartridge for 3 days.